Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The expired item smartset ghv gentamicin 40g was used during the knee surgery, the expiry date of product was 28th february 2022, no patient consequences were reported. No delay of surgery. Product is implanted in patient body.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-10097 is being retracted since it was found to be a duplicate of mrf# 1818910-2022-09700. MFR# 1818910-2022-09700 will be kept for investigation purposes.